Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions (sss) for an evaluation. The device was found to be non-hermetic with a leak rate of .9 l/min observed. The device had air escaping from the hole in the bladder. The most likely root cause was determined to be damage during use. The instructions for use (IFU) states: "avoid needles, towel clips, leg holders and other equipment that can puncture or otherwise damage the cuff." The reported event will continue to be monitored through post-market surveillance.

Event description:
It was reported that there was a hole in the tourniquet and was not able to inflate, there was a lot of air coming out when inflated to 150. There was no patient injury, medical intervention, and extended procedure time reported was minimal. These are commonly used devices that are readily available